Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was not performed as the lot number was unknown. A labeling review was performed and found to be adequate for the use error identified in this complaint. The root cause was determined to be due to the supply bag not being spiked completely. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's technical service center regarding a check lines and bags alarm, which occurred on the homechoice (hc) during the prime cycle. The baxter technical service representative (tsr) had the home patient (hp) pull up and down on the lines near the door and push in and turn the spikes in the bags. The hp stated one of the spikes was not in the bag all the way. Product surveillance contacted the hp who stated therapy was resumed after pushing the spike all the way in to the bag. The set-up was discarded after completing therapy and lot number information was unknown. No patient injury or medical intervention was reported. No additional information was provided.